Manufacturer narrative:
Side rails damaged from age and use.

Event description:
It was reported by service report that the side rails were stuck and would not raise. No patient involvement or adverse consequences are reported.